Manufacturer narrative:
A4: unk. A5: unk. A6: unk. D6b: unk. H6: health impact- clinical code: 4581 - refractive change overtime. H6 - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -11.00 diopter, in the patients left eye (os), on (B)(6) 2013. The lens was reported as refractive change overtime and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens was removed and replaced on (B)(6) 2023. The lens was replaced with another same model/length but different diopter power (-14.50) lens and the problem was resolved. Claim # (B)(4).